Manufacturer narrative:
In this case, the exact date of the event, valve implant date, and valve serial number are unknown. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion.  An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The cause of the valve stenosis is unknown. It is possible that patient factors (the progression of pre-existing disease processes) may have been a contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference article: antonio frasca, phd, yingfei xue, phd, alexander p. Kossar, md, samuel keeney, bs, christopher rock, phd, andrey zakharchenko, phd, matthew streeter, phd, robert c. Gorman, md, juan b. Grau, md, isaac george, md, joseph e. Bavaria, md, abba krieger, phd, david a. Spiegel, phd, robert j. Levy, md, giovanni ferrari, phd. ¿glycation and serum albumin infiltration contribute to the structural degeneration of bioprosthetic heart valves¿, jacc: basic to translational science (august 2020).

Event description:
As reported in the medical article: ¿glycation and serum albumin infiltration contribute to the structural degeneration of bioprosthetic heart valves¿, 45 patients with heart valve replacements requiring reoperation and valve explant were studied. The following event occurred during the study period: an explanted sapein xt valve was analyzed for calcification.